Manufacturer narrative:
During the process of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
Device was deployed. After step 3, physician noted immediate signs of a failed deployment (bleeding). Manual compression was used to gain hemostasis. Physician used fluoroscopy to locate the implant which appeared to be somewhere in the sfa. The physician gained new 6f antegrade access. Upon fluoroscopy it was noted that the device appeared to be in the trifurcation, specifically in the origin of the anterior tibial artery which was chronically occluded below the implant (not due to the device). The physician then attempted to snare the device and was subsequently successful in doing so. An attempt was made to then remove the device and sheath together after wedging the implant into the distal end of the sheath. When the sheath was removed, the device appeared to be stuck at the arteriotomy. After some attempts to pull it out, the physician felt it made sense clinically to send the patient to a local hospital for a surgical cutdown to remove the snared device.

Event description:
Device was deployed. After step 3, physician noted immediate signs of a failed deployment (bleeding). Manual compression was used to gain hemostasis. Physician used fluoroscopy to locate the implant which appeared to be somewhere in the sfa. The physician gained new 6f antegrade access. Upon fluoroscopy it was noted that the device appeared to be in the trifurcation, specifically in the origin of the anterior tibial artery which was chronically occluded below the implant (not due to the device). The physician then attempted to snare the device and was subsequently successful in doing so. An attempt was made to then remove the device and sheath together after wedging the implant into the distal end of the sheath. When the sheath was removed, the device appeared to be stuck at the arteriotomy. After some attempts to pull it out, the physician felt it made sense clinically to send the patient to a local hospital for a surgical cutdown to remove the snared device.

Manufacturer narrative:
During the process of this complaint, attempts were made to obtain complete event, patient and device information. Vasorum ltd is submitting this report on the behalf of (B)(4) llc, in accordance with the conditions outlined with the MDR exemption e2017048. Vasorum ltd, trinitas house, 2012 orchard avenue, citywest business park, d24 wpw6, dublin, ireland. (B)(4).